Event description:
It was reported the customer was hospitalized with high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was over 500 mg/dl. The customer's mother reported that the customer was vomitting, dizzy, and slurring their words prior to the hospitalization. The customer also reported feeling nauseous with bad headaches from their high blood glucose. It was also found the customer was released from the hospital, but went back the following day on (B)(6) 2014. Troubleshooting found several no delivery alarms on the customer's insulin pump. The mother also reported having a bent cannula on one of the customer's infusion set. The mother also requested to have the insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received functioning properly and no excessive no delivery alarms noted. The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a3 and excessive no delivery alarm tests. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.